Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following a lead revision surgery (related manufacturer reference numbers 3006705815-2019-04446, 3006705815-2019-04447), the patient's ipg stopped communicating with external devices. Troubleshooting was attempted, but the ipg was not able to be recovered. In turn, surgical intervention may be pending to address this issue.